Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received from the health care professional (hcp) at the patient's following clinic indicated that the patient has presented to the office a few times regarding a low rv pacing impedance. During in office testing the impedance has been within normal limits and the lead was changed back to bipolar configuration. After a few days, the lss is triggered and the device switches to unipolar pacing due to the low rv impedance. The physician is planning to replace the lead in the near future. There has not yet been a revision procedure scheduled.

Manufacturer narrative:
Additional information received indicated that a successful remote interrogation was received by the clinic. The information from the interrogation indicated that the lead safety switch (lss) was triggered due to a low right ventricular (rv) pacing lead impedance of less than 200 ohms. The patient planned to be brought into the clinic for additional troubleshooting. No additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this pacemaker displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.